Manufacturer narrative:
Product analysis: no product has been returned. Conclusion: based on the information available, reduced performance of the valve is attributed to host tissue overgrowth (pannus). This finding is generally considered a patient-related condition. Per the mosaic IFU, nonstructural dysfunction (obstructive pannus ingrowth, suture dehiscence, inappropriate sizing, other) is identified as a potential adverse event that could lead to reoperation, explantation, permanent disability or death. (B)(4).

Event description:
Medtronic received information that 38 months post implant of this mitral bioprosthetic valve, the valve was explanted due to pannus which was obstructing leaflet motion. No adverse patient effects were reported.